Event description:
New information received states that the lead was capped during a routine device change out. The patient was asymptomatic before procedure and in stable condition after the lead explant.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed via fluoroscopy. Plans were made to explant the lead. No further information is available.